Manufacturer narrative:
Reported event: an event regarding infection involving a triathlon insert component was reported. The event was confirmed. Method & results: device evaluation and results: not performed as the device was not returned for evaluation. Medical records received and evaluation: a review indicated that a hematogenous transport of bacterial organisms from a dental procedure to the knee arthroplasty has caused an acute arthroplasty infection requiring irrigation and debridement plus tibial bearing exchange for procedural reasons. Device history review: the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported sterile lot or lot ID. Conclusions: the investigation concluded that a hematogenous transport of bacterial organisms from a dental procedure to the knee arthroplasty has caused an acute arthroplasty infection requiring irrigation and debridement plus tibial bearing exchange for procedural reasons. No further investigation for this event is possible at this time as no devices were received by stryker orthopaedics. If devices and/or additional information become available, this investigation will be reopened. Product surveillance will continue to monitor for trends.

Event description:
Subject completed 10 year evaluation on 13-apr-2015. Subject developed acute knee pain several days following dental cleaning and underwent surgery (B)(6) 2015 for acute infection. Subject had left arthrotomy with I and d and modular exchange with synovectomy. Poly was exchanged. Later dictations provide source of infections was s. Viridans (viridans streptococci) likely from dental cleaning for which subject appears to remain on antibiotics.

Manufacturer narrative:
The following devices were also listed in this report: triathlon cr fem comp #5 l-cem; cat# 5510-f-501; lot# l4mhs. Triathlon prim cem fxd bplt #5; cat# 5520-b-500; lot# lundh. Triathlon asym patella a35x10; cat# 5551-l-350; lot# lm259. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Subject completed 10 year evaluation on (B)(6) 2015. Subject developed acute knee pain several days following dental cleaning and underwent surgery (B)(6) 2015 for acute infection. Subject had left arthrotomy with I and d and modular exchange with synovectomy. Poly was exchanged. Later dictations provide source of infections was s. Viridans (viridans streptococci) likely from dental cleaning for which subject appears to remain on antibiotics.